Event description:
It was reported that the lead had impedances of 2500 ohms possibly due to a set screw issue. The lead was turned off until the pocket was opened to revise the lead. It was noted that the impedances were normal following the procedure. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.